Event description:
A 3.0mm diameter x 12mm length ave micro stent ii was inserted into a target lesion in the left circumflex coronary artery. The stent delivery system was inflated to 3mm, when the balloon burst. Although the doctor had some difficulty removing the burst balloon from the stent. It was removed successfully. The stent was then post dilated with another MFR's ptca balloon. The target lesion was successfully treated & there was no additional clinical sequalae reported relative to the event. The stent delivery system was discarded & there is no further info available from the user facility, despite requests from ave.